Manufacturer narrative:
(B)(4). Ate sent: 9/12/2024. D4: batch # unk. Correction d4. Primary UDI number . Investigation summary the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that only the sleeve from the b12xt device was received with the duckbill out of position and present. The universal seal and the duckbill were returned inside a plastic bag. In addition, the tyvek was returned along with the instrument. No conclusion could be reached as to what might have caused the duckbill out of position. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 8/22/2024. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. D4: batch # unk. Additional information was requested and the following was obtained: "was there any change in the procedure for retrieving a valve that had dropped out of inside the patient? No, there was no change in the procedure. It is thought that the valve did not fall out of inside the patient. ·was there any problem with the patient's condition after the surgery? No, the patient is stable. ·if you have heard the opinion of the doctor in charge regarding the cause of the valve breakage, could you please tell us? I heard that the valve came off when forceps was inserted. ·will the damaged piece of the valve be returned together with the device? Yes, it will be returned." The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy for obesity, when the forceps was inserted and the valve came off. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.